Event description:
The glucose monitor that is used for continuous glucose monitoring had continuous issues with sounding alarms where sugar levels were actually within the intended target range. Multiple attempts to re-attach or use new sensors did not correct the issue. My levels were never within the dangerous zone so that was especially fortunate for me that this piece of equipment was not relied upon for monitoring.